Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.